Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that she went swimming while wearing the insulin pump. Customer staetd that the keypad's buttons were unresponsive and there was visible fluid under the lcd screen. Customer also stated that the insulin pump's screen was cracked and some of the black appeared to have leaked out onto the screen. Blood glucose level was 101 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Insulin pump had moisture damage found on lcd board. Insulin pump had minor scratches on cld window and cracked reservoir tube lip.